Event description:
Pt, implanted at l5-s1 with prodisc-l, experienced mild retrograde ejaculation. Pt will be rechecked at 1 month with possible urology referral. This is one of three medwatch reports concerning a single event.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn, as no device was returned.